Manufacturer narrative:
Review of patient records found no history of any allegations regarding failure or malfunction of any nalu system or component. Explant was performed more than 2 months post implant and type and cause of the infection is unknown to the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. The nalu device was placed in the lateral thigh with leads targeting the saphenous and sciatic nerves. On (B)(6) 2024 the firm was notified that an explant was taking place that day due to presence of infection. Patient was also administered oral antibiotics at the time of explant.